Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray confirmed lead dislodgement. Surgical intervention was performed and the lead was successfully repositioned. During the procedure the patient complained of chest pain. An ultrasound was performed and ruled out a tamponade however there was a small amount of coagulated blood visible. Analgesics were administered and the procedure was completed without further complications. The lead remains in service.